Event description:
It was reported that pump experienced malfunction alarm that could not be reset and stopped normal use. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed warranty and shipping details, provided instructions for placing pump into storage mode and returning device within required timeframe, and arranged shipment of replacement pump with guidance to reprogram pump settings and reconnect continuous glucose monitor.